Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value of 1100 mg/dl at the time of the event. The customer was hospitalized and customer was dead due to liver issues. Troubleshooting was performed. The customer was not using the insulin pump system within 48 hours of the reported high blood glucose event and unknown whether the customer was using the smartguard auto mode of the insulin pump or not. No further patient complications were reported. It was unknown whether the customer will continue to use the device. The insulin pump will not be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
On (B)(4), svn#: (B)(4) - the customer passed away on (B)(6) 2023. On (B)(4), svn#: (B)(4) - customer returned pump for an alleged missing/lost battery cap (B)(4), svn#:(B)(4) - customer returned pump for an alleged was hospitalized for low bgs found on (B)(6) 2023. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at (B)(4) inches. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. The pump was received without a battery cap installed. The pump was received without a battery installed. Please see below for the date range listed in the formatted history file. The formatted history file lists data on (B)(6) 2016, (B)(6) 2024 only. There was no data available to verify unexpected alarms/suspends and bolus/basal delivery for the event dates of 26-nov-2023, 28-nov-2023, 29-nov-2023 and 07-dec-2023. There was no data available to verify unexpected pump errors/alarms 1 week prior to the event dates of 26-nov-2023, 28-nov-2023, 29-nov-2023 and 07-dec-2023 in the formatted history file. There was no data available to verify customer's daily total of all insulin delivered surrounding/prior to the event dates of 26-nov-2023, 28-nov-2023, 29-nov-2023 and 07-dec-2023 in the formatted history file. The pump passed all the required testing. Unable to verify customer alleged for high/low bgs. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.